Event description:
The report indicated that within the first four hours of pod operation, the customer's bg levels escalated to over 500 mg/dl. Upon inspection, it was observed that the "needle mechanism didn't deploy the cannula". The pod will be returned for evaluation.

Manufacturer narrative:
The product was returned and evaluated. It was determined that the needle mechanism had not fired due to a manufacturing error. The user failed to note this condition upon placing the pod, which would have been visible through the viewing port if labeling is followed. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.